Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a damaged output connector and would not hold the leads in place. It was also noted that the main seal was broken, and both wires on the liquid crystal display (lcd) were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular output connector, and it would not hold the leads in place. The epg has been returned for repair. There was no patient involvement.